Event description:
Literature reference: bhat ym, mcgrath km, bielefeldt k, wireless esophageal ph monitoring: new technique means new questions. J clin gastroenterol 2006; 40(2): 116-121. Two hundred-seventeen pts enrolled in a research registry to assess the feasibility and safety of wireless ph monitoring over a 12 mo period. One pt had a second capsule inserted during the same session because the first capsule did not successfully release during the initial attempt.

Manufacturer narrative:
This report is being submitted following an internal audit.